Event description:
The device could not be used for pt cardioversion, due to a broken pin on the therapy cable. The pt was delivered to the hosp and successfully cardioverted with a hosp device. There was no report of adverse affect to the pt as a result of the alleged device failure.